Manufacturer narrative:
An event regarding stiffness and reduced range of motion leading to revision surgery involving a triathlon cs insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the DHR was satisfactory. Complaint history review: chr review confirmed that there are no other similar events reported for the lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It is noted that the surgeon believes that the event is not device related. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient presented with a left knee that was stiff and had a limited range of motion. Surgeon replaced insert only with same size.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient presented with a left knee that was stiff and had a limited range of motion. Surgeon replaced insert only with same size.